Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 200 ohms, noted to have been a gradual rise. The physician did not want to replace this lead at the upcoming device change out procedure. A max energy shock was performed at the changeout procedure of the ICD, in which a shock impedance measurement of 99 ohms was observed when connected to the newly implanted device. This rv lead remains in service. No additional adverse patient effects were reported.